Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The inspection revealed that the ICD activated the safety backup mode because the device detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on (B)(6) 2021 at 03:21 h. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Furthermore, the data showed that the ICD was re-initialized on (B)(6) 2021. An evaluation of follow-up data obtained after re-initialization showed no indication of a device malfunction. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the invalid memory content. Based on the data available for analysis, no conclusions could be drawn regarding the reported lead issues. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
After an estimated implantation period of approx. 44 months, oversensing on the ventricular channel was reported. Should additional information be received, this file will be updated.